Event description:
A (B)(6) male admitted to (B)(6) this afternoon for planned repair of distal driveline. The patient presented to the mcs clinic at (B)(6) last thursday for a wound check. During that visit, a tear in the outer coating of the driveline was noted. The lvad was interrogated and the history showed a "pump stop" alarm on (B)(6) 2016. Dr. (B)(6) encouraged the patient to stay at (B)(6) thursday night and have the driveline repaired by thoratec engineers, who were willing and available the following morning but the patient refused. He was worried about taking time off from a new job. The repair was scheduled at the patient's earliest convenience ((B)(6) 2017). Upon arrival to (B)(6), thoratec engineers, (B)(6), met the patient and repaired the external driveline. This repair was done by splicing a new driveline with the original driveline approximately 3.5-4 inches from the driveline exit site. The procedure was tolerated well. The patient was connected to the pm/monitor via a non-grounded cable during the procedure. Afterwards, a regular, grounded cable was applied. The patient has been active while attached to the grounded cable and since no alarm had recurred, and patient really did not want to miss work, he was discharged home with the instruction to use his regular grounded cable and to page us immediately if he has an alarm. We have also given him a non-grounded cable to use when/if instructed.